Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 5.1 and 5.2 had failed and were not detected on the communication bus. The field service engineer (fse) opened the rear of the unit and observed that no indicator lights were present on drawer 5. The fse replaced the t board and the two row boards due to known issues with older board versions. The fse confirmed that indicator lights were restored after replacement and performed testing using the hardware test application, which verified that all drawers were functioning properly. The fse then allowed the station to reboot and confirmed that the drawers were correctly identified and operating normally. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawers 5.1 and 5.2 failed and were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.